Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) helped with their pain at first, but then they fell on (B)(6) on the left side where the device was implanted, and following this it stopped helping them, and they had severe pain. It was noted that prior to the fall the consumer had pain all along and turned stimulation up according to the pain. It was further reported as of (B)(6) 2016 the ins didn¿t hold a charge because it only lasted for two to three days so they had to charge too frequently, but the consumer did increase their parameters. It was confirmed when the ins was charged it was charged to 100%, but it was recommended to contact the healthcare provider (hcp) to have the device checked and determined if recharging interval was appropriate.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.